Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Initial reporter address: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a workshop held at the office, the tip of the setscrew inserter broke when an attempt was made to untighten a setscrew from the inserter. There was no patient involvement. This report involves (1) viper 2 system set screw inserter, self-retaining. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. The product was returned to us cq for evaluation. The us cq team conducted a visual inspection of the returned device. Visual analysis of the returned viper2 x25 set screw inserter determined that the distal tip of the outer shaft had broken off. The broken piece was also returned. No other issues were identified. The dimensional inspection was not performed due to the post manufacturing damage. The observed condition of the viper2 x25 set screw inserter was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the viper2 x25 set screw inserter was observed to be in broken condition. While no definitive root cause could be determined from the available information, it is probable that the viper2 x25 set screw inserter had broken due to exposure to excessive/unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A review of the receiving inspection (ri) for devex cage inserter was conducted identifying that lot number x0809 was released in a two batches. Batch1: lot qty of 54 units were released on 16 jun2010 with no discrepancies. Batch2: lot qty of 19 units were released on 21 jul2010 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: date of concomitant therapy is (B)(6) 2021. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnolis. Ifr informational medwatch, a follow-up medwatch will be filed as appropriate. Ollow-up medwatch will be filed as appropriate.